Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the first 8 proximal rows, stent struts were pulled distally and damaged. The undamaged distal section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The returned stent protector inner diameter was measured and was within specification. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the measured crimped stent profile, there is no issues to note with the interaction between the two components. Stent damage most likely occurred due to handling during preparation following the removal of the stent protector. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent where force is applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found a shaft polymer extrusion break immediately distal of port bond, 263 mm proximal to distal edge of device tip. Multiple extrusion kinks were also noted during device analysis. The device was returned with a pigtail mandrel inserted through the tip to the exit port. The complaint report stated that it was noted that the shaft was broken during preparation. A review of the manufacturing process was carried out as part of the analysis to verify that the device conformed to preventive measures and controls prior to shipping. The shaft polymer extrusion break most likely occurred due to excessive force that could have been applied on the delivery system during preparation. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50 x 24 mm promus element¿ plus drug eluting stent was selected to treat the lesion. However upon removal of the stent protector, the shaft broke. The device was not used and the procedure was completed with a 2.5 x 23 mm non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50x24mm promus element¿ plus drug eluting stent was selected to treat the lesion. However upon removal of the stent protector, the shaft broke. The device was not used and the procedure was completed with a 2.5x23mm non-bsc stent. No patient complications were reported and the patient's status was good.